Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that there was no exposed glass fiber at the distal tip and no damage or imperfections were noted along the fiber body. Examination under magnification revealed that the jacket at the distal tip appeared melted and some of its parts extended past the glass fiber, suggestive of a fiber break. Additionally, the length of the fiber from the sub miniature-a (sma) connector face to the distal tip measured 234cm, indicating that the fiber broke off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with an effective transmission of 28.5%. The condition of the returned device confirms the reported event of fiber broken. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 60w with 1.0j x 8hz settings. According to the complainant, after the lasering had been completed the fiber body broke inside the scope outside of the patient. The procedure was completed with this flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 60w with 1.0j x 8hz settings. According to the complainant, after the lasering had been completed the fiber body broke inside the scope outside of the patient. The procedure was completed with this flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.